Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral baker¿s grade IV capsular contracture and possible left sided rupture post procedure. The rupture was suspected, but never officially diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-13116 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 9/11/2019. The device was explanted on (B)(6) 2019. D7 has been populated. 2. Is other serious- uncheck. 2. Is required intervention-check. The mentor failure analysis lab received the device for evaluation on 9/24/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/14/2020. Device evaluation summary: according to the information provided, the patient experienced a deflation and capsular contracture. The device was visually inspected, and no apparent damage was found. Leak testing revealed a crease in the anterior view and a tear within the crease measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/14/2019. When the devices were explanted bilateral prosthesis replacement with 435cc sientra smooth round moderate plus implants performed. Additionally left partial capsulectomy and bilateral capsulotomies was performed. Manufacturer¿s reference number: (B)(4).